Manufacturer narrative:
The reported noise anomaly was confirmed via review of the programmer printouts submitted by the field. The noise anomaly was not reproducible during testing or during manipulation of the leads in the header. The device was tested on the automated electrical system; no anomalies were found. The device's functionality was found to be normal. The cause of the reported anomaly was not conclusively determined. It is believed the reported field event may be due to a loose connection or lead damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during pocket irrigation prior to closing, inappropriate oversensing was observed. During suturing of the pocket the oversensing was still present. The pocket was re-opened and the bsx rv lead was disconnected from the device and tested on the psa. No oversensing was noted. Therefore, the device was removed and replaced.